Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site registered and got a 1.9 metric with a yellow sphere. However, when they went to verify accuracy on the teeth, the system was showing them 5 mm inaccurate anterior. Technical services (ts) analysis shows that the trace pattern was on the cheeks and below the eyes, which could contribute to inaccuracy during navigation. The image also was not to protocol and only contained a small amount of forehead to trace on, which could also contribute to this issue. Lastly, if the patient tracer does not match the location it is on the patient to the location on the 3d model (because of missing anatomy) it could also contribute to inaccuracy. It is unknown if there were any time delay to the procedure, but there were no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: facility information has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a 20-minute delay to the procedure.